Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after a fall due to recent episodes of syncope. It was determined that the atrial lead had dislodged, resulting in the inability to take threshold measurements. The atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial pacing was stimulating the ventricle.